Event description:
The physician tried to pull the wire while it got stuck during the procedure, physician didn't see any wire movement and deduced that the wire got fractured. Used a new rosen wire to complete the procedure. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? New rosen wire was used. What is the next course of action? New rosen wire was used. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: (B)(6).

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Device not returned.

Event description:
The physician tried to pull the wire while it got stuck during the procedure, physician didnt see any wire movement and deduced that the wire got fractured. Used a new rosen wire to complete the procedure. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? New rosen wire was used what is the next course of action? New rosen wire was used patient present at time of event? Yes, patient complications: no patient complications procedure number: (B)(6).

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.